Event description:
Information was received from a trial patient in basic evaluation. It was reported that patient had pain at incision site. A couple days later, patient further reported that they had diarrhea while on antibiotics. On (B)(6) 2017, patient reported that she still had diarrhea and was waiting for call back from the (hcp) healthcare provider¿s office. Patient stated the hcp told them to stop the antibiotics on (B)(6) 2017. Additional information received from patient on march 22 2017 reported that the diarrhea had stopped. Patient was not sure if the device caused the issue. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.